Event description:
Surgery coordinator reports the surgical staff has observed the agf (auto gas fill) syringe was not moving forward during the purge cycle. Surgery had begun, there was a significant delay, however no pt impact was reported. F/u info indicates the surgeon was noting higher post-op iops (intraocular pressure) than usual. No further info has been provided.

Manufacturer narrative:
The facility did not request service and no samples were returned for eval. The customer reported events of the auto gas fill (agf) syringe not moving forward and higher post operation intraocular pressures (iop) were unable to be confirmed. However, a review of the systems event log did reveal system message ((B)(4) bottle may be empty and needs to be replaced. Please press [replaced] to confirm bottle replacement) was generated the day of the reported event. The customer pressed [ignore], case was ended and the system was then shut down. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. Based on a review of the systems event log, potential root cause of the reported agf syringe not moving forward is a low/empty (B)(4) bottle. However, without a returned sample or add'l info, the root cause could not be determined conclusively. The root cause of the reported post operation higher intraocular pressure than usual could not be determined without add'l info. (B)(4).